Event description:
It was reported that the ventilator generated a technical error code indicating a turbine module failure. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated a technical error code indicating a turbine module failure. The ventilator was investigated on site and further investigation revealed that the turbine was defective. Issue was resolved by replacing the defective turbine. However, no part returned for investigation. Moreover, device logs were not provided. Therefore, no root cause can be established. The replaced turbine has not been returned to us for investigation, however the reported issue is likely related to a broken wire inside the turbine motor. This failure mode was traced back to turbine motors produced during mid 2020 and was caused by the high production rate due to the increased demand for ventilators for covid-19 treatment. The production process has been revised to ensure that this will not happen again. The improved turbine module has been implemented in the production line of new servo-air devices and as spare part.

Event description:
Manufacturer's ref. #: (B)(4).